Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The ccp checked the hose connections and did not hear any gas leaks. The field service representative (fsr) could not verify the reported complaint. The o2 sensor passed calibration when the fsr attempted to calibrate. The system-1 had been running for an extended period of time when he attempted the calibration. The customer said the o2 sensor failed several attempts to calibrate prior to calling the fsr. The fsr replaced the o2 sensor as a precaution. He checked the epgs operation and the o2 sensor passed several attempts to calibrate. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. A "o2 sensor calibration failed" error message was observed. The device was not changed out, as they used the system-1 without calibrating the oxygen (o2) sensor. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) installed the returned oxygen (o2) sensor into a lab-tested electronic patient gas system (epgs) and connected the epgs to a system-1 simulator and central control monitor (ccm), connected the epgs to oxygen and air, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. Calibration of the o2 sensor was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.90 volts which is within the specification of 0.55-2.758 volts. The technician calibrated the epgs five more times with no failure to calibrate occurring. He let the epgs idle for an hour and after the hour, calibrated the epgs five more times with no failure to calibrate occurring. He physically agitated the o2 sensor during lab testing with no failure to calibrate occurring. Log analysis was not possible since log file did not cover the date of occurrence. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.